Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, analysis of device records could not be performed as the lot number is unknown. Review of all provided information concluded that there is no evidence of a product defect or deficiency. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Manufacturer narrative:
Additional information will be provided upon further evaluation of event details.

Event description:
It was reported that a closure top backed out postoperatively. Additional information has been requested but has not been received at this time.